Event description:
It was reported that during use, the hemosphere alta cardiac had oximetry value out of range. It was confirmed that there was no patient injury or harm associated with the reported event. No other information was reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not yet been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A product evaluation was completed on the returned hemosphere alta cardiac. The customer report on "value out of range" was not confirmed. Calibrated an oximetry cable on the bottom smart cable port and monitored for 1 hour. The svo2 reading remained stable at 80%. Was able to calibrate an oximetry cable and obtain a normal svo2 reading of 80% on the remaining smart cable ports. No damage was found. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The reported issue was not able to be confirmed. During product evaluation, there was no defect found. Based on the available information there is no evidence that supports or confirms the failure mode is associated with a manufacturing or design defect. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. After further review and thorough device evaluation. It has determined that the suspect device did not experience "value out of range". We can confirm that the suspect device operated and functioned as intended. Based on all evidence received, this initial report is considered retracted.